Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed unexpected restart with a disconnect and rewind screen. It was advised to rewind and complete the prime again. The alarm history showed an unexpected restart, an external ram error and multiple displayable history check failed on startup alarms. It was stated that a temporary basal was not programmed before the alarms but the insulin pump was stored or not in use for an extended period of time. Blood glucose value is unknown. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rate. No alarms noted during the testing, however an alarm was found on the insulin pump alarm history screen due to corrupted history file. The insulin pump functioned properly during unexpected restart test and passed self-test. No alarms noted during testing. No cosmetic damage noted.